Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: 22-301331 648120 arcos con sz a hi 70 mm ha. 650-1057 3340647 cer bioloxd option hd 36 mm. Ep-105996 530690 epoly 36 mm rlc lnr mrom sz26. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01510. Complaint sample was evaluated and the reported event was confirmed. Material analysis confirms that the product is made of the right material and indicates the fracture is due to fatigue. Patient was noted to be obese and weight (B)(6). This likely contributed to the fracture, but exact cause of the fracture cannot be determined. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported patient¿s hip was revised due to mechanical failure. Attempts have been made and additional information on the reported event is unavailable.